Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that her blood glucose reading was 180 mg/dl when she arrived to the hospital, but it went as high as 580 mg/dl. The customer also stated that she had pneumonia. The customer declined any troubleshooting on the insulin pump. Nothing further was reported.